Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 38x3mm, de novo target lesion was located in the mildly tortuous right coronary artery. A 3.00x38mm promus element plus drug-eluting stent was advanced to treat the target lesion. However, the proximal part of the delivery system broke. The procedure was completed with another of the same device. There were no patient complications reported.